Manufacturer narrative:
Philips service replaced the suite pc and table 24v power supply, calibrated the system, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was a geometry system restart issue due to communication failure on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.